Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the tubing. Patient stated that there was fluid leaking from the end of the patient line after he connected during treatment. Patient was able to complete his treatment. Patient effluent remained clear and he had no adverse effects. Sample is not available; sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over within 3 months of the date of the event. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process.